Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
There was no string - tampon device physical property issue. Case narrative: consumer reported via email that the tampons were missing strings. No injury was reported.